Event description:
It is reported that the patient was revised due to the articular surface dislodging from the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.